Manufacturer narrative:
The catheter tubing was returned to the manufacturer for evaluation. Testing found that there was a kink in the tubing which restricted the flow through the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9735561, serial/lot #: (B)(4), ubd: 18-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, saline would not flow through the return line of the catheter system. A second kit was setup to continue. There was no patient present when this issue was identified.